Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2012. The patient manages her diabetes with metformin pills (500 mg in the morning). The patient continued to take her usual dose of medications. After the start of the alleged issue, the patient claimed she felt symptoms of nausea, fatigue and vomiting. The patient reportedly went to an urgent care/ clinic and was treated with food and/ or drink. The patient denied testing with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue with the battery holder's positive side bent pint down. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.